Event description:
I was switched from dexcom g6 to dexcom g7 was sent a three month supply which means I received 9 and only one worked I rely on this product due to the fact that I am a type 1 with inaccurate readings and failure I went into dka and was in the hospital for a week it is extremely dangerous and scary not to have this medical equipment not functioning properly since then I was able to go back on the g6 but now the company is eliminating the g6 and my tandem pump only operates with the dexcom this has caused a great deal of anxiety and I am not the only one experiencing this problem their readings can also be way off which can cause a coma please help with this problem I am begging you this is my life this company holds in their hands and nothing is being done. Pt: 2364. Device: 1535. Ref: mw5187533, mw5187534, mw5187535, mw5187536, mw5187538, mw5187539, mw5187540.